Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/16/2015. The fse confirmed the leak was from the white blood cell (wbc) bath; not the rbc bath. The fse found the wbc bath not seated properly over the aperture o-ring. The fse replaced the wbc bath resolving the issue. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a few mls of contained blue fluid leaked from the red blood cell (rbc) bath in a coulter lh 780 hematology analyzer during startup. There were no error messages reported by the customer at the time of the event. The customer also reported the hemoglobin (hgb) parameter voted out (gave non-numeric results) on the background during the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.